Event description:
It was reported that during a stenting treatment procedure, catheter entrapment on guidewire occurred. The target lesion was located in the mildly tortuous and moderately calcified right femoral artery. A 6x20x130mm innova bare metal stent delivery system was flushed and advanced through a long semi-stiff non-bsc hydrophilic guidewire. The stent was implanted in the target lesion without problems. During withdrawal, the device got stuck in the guidewire making it impossible to withdraw the catheter from the guidewire. The device was removed with the guidewire. No patient complications were reported and the patient status was well. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, catheter entrapment on guidewire occurred. The target lesion was located in the mildly tortuous and moderately calcified right femoral artery. A 6x20x130mm innova bare metal stent delivery system was flushed and advanced through a long semi-stiff non-bsc hydrophilic guidewire. The stent was implanted in the target lesion without problems. During withdrawal, the device got stuck in the guidewire making it impossible to withdraw the catheter from the guidewire. The device was removed with the guidewire. No patient complications were reported and the patient status was well. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the innova stent delivery system (sds) was received with a non-bsc guidewire. The guidewire was protruding 127cm from the distal tip. The stent was not returned for analysis. The inner shaft was buckled 15mm ¿ 25mm from the tip. There was a hole in the inner shaft 25mm from the tip. The rack was bent at the proximal end of the handle. Attempt to withdraw the guidewire from the sds was unsuccessful, even after soaking the devices in a warm water bath in attempt to loosen the guidewire from the sds. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).